Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-2329 (lot: 0012483139); product type: 0195-heart valves; implant date n/a; explant date n/a. Product ID l-evolutfx-2329 (lot: 0012497766); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with a non-medtronic balloon, which was standard for the implanting physician. During implant of the valve, the valve dislodged. Subsequently, the valve was explanted and the patient was reported to have died. The cause of death was not provided. It was noted that a 6 hour procedural delay occurred in result of the dislodgement. Per the physician, the depth of implant contributed to the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient did not die.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: 0012483139); product type: 0195-heart valves; implant date: non-implantable device updated data: b5. D10. E1. H6. H11. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was deployed over a non-medtronic guidewire with a deployment starting point was mid pigtail catheter. A post-implant bav was performed due to paravalvular leak. Following the bav, the valve dislodged towards the aorta. The valve was originally implanted at a depth of 0mm on both the left coronary cusp (lcc) and non-coronary cusp (ncc). The intended implant depth was 2mm on both the lcc and ncc.

Manufacturer narrative:
Updated data: b5. A fourth paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with a non-medtronic balloon, which was standard for the implanting physician. During implant of the valve, the valve dislodged. Subsequently, the valve was explanted and the patient was reported to have died. The cause of death was not provided. It was noted that a 6 hour procedural delay occurred in result of the dislodgement. Per the physician, the depth of implant contributed to the event. Additional information was received that the patient did not die. Additional information was received that the valve was deployed over a non-medtronic guidewire with a deployment starting point was mid pigtail catheter. A post-implant bav was performed due to paravalvular leak (pvl). Following the bav, the valve dislodged towards the aorta. The valve was originally implanted at a depth of 0mm on both the left coronary cusp (lcc) and non-coronary cusp (ncc). The intended implant depth was 2mm on both the lcc and ncc. Additional information was received to report following the valve implant, the pvl was severe. After the valve dislodged, the implant depth was -5mm on the ncc and -5mm on the lcc.